Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced frequent fluctuating blood glucose (bg) levels. Although requested, no further information was received from the customer.